Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 559453 implantable pacing lead 2010 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, a lead impedance out of range alert and the impedance trend on the rv (right ventricular) pacing lead was rising. An out of tolerance subthreshold lead impedance alert was recorded on (B)(4) 2013. Maximum right ventricular (rv) pace impedance rises from an approximate baseline of 750 ohms the week ending (B)(4) 2013 to 1792 ohms the week ending (B)(4) 2013.

Event description:
It was reported that the patient came in due to an audible alert from their device. Stored data revealed a steady rise in right ventricular (rv) pacing lead impedance values over the previous three months with current values reading out of range high. Impedance value changes were also observed during patient body movements. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.